Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient had suffered a hypoglycemic episode. Patient¿s wife administered sugar tablets, water and yogurt to patient and contacted paramedics. Patient reports that cgm performed in accordance to specifications, reading accurately at 39 mg/dl at the time of the event and alerting patient of his hypoglycemic state. At the time of his call to dexcom technical support, patient was feeling well.